Manufacturer narrative:
Patient information requested but not provided. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that while receiving an insulin infusion post surgical procedure , the patient developed hypoglycemia and required transfer to the critical care unit. The customer suspected a programming error, but was unable to confirm. The patient was receiving multiple concurrent infusions during the surgery and post-procedure, however remained on the same devices while in critical care. The devices were sequestered later and taken to biomed. The patient was then placed on a different set of modules for the duration of the stay. Although requested, there was no further information given regarding details of the event or patient impact.

Manufacturer narrative:
Correction on initial report: additional information provided: the reported issue of a suspected programming error involving the drug insulin could not be confirmed. ¿the customer did not provide the infusion order for the drug insulin. The drug was recorded to have infused on pump module sn (B)(4) at a dose of 2 unit/h (rate=2ml/h), and with the vtbi at 80ml. It was recorded to have infused a total volume of 0.226ml before it had been terminated. ¿the infusion when started alarmed with ¿check IV set¿ and then was followed with alarming for safety clamp open at duration of 6 seconds. The cause for these alarms could not be ascertained from the log. It also could not be established of the administration set roller clamp was closed or if the set was connected to the patient. ¿the same pump module after the insulin infusion had been terminated was programmed with a new drug dexmedetomidine; however it could not be ascertained from the log if a new bag had been hung. ¿the dexmedetomidine infusion ran for 8 hours and twenty minutes before it was terminated and had a recorded calculated volume infused at 54.48ml. ¿the pump module had no found existing malfunctions and was found to be infusing within specification. ¿the incident administration set was not returned. The root cause for a suspected infusion issue involving the drug insulin could not be identified.

Event description:
It was reported that while receiving an insulin infusion post surgical procedure , the patient developed hypoglycemia and required transfer to the critical care unit. The customer suspected a programming error, but was unable to confirm. The patient was receiving multiple concurrent infusions during the surgery and post-procedure, however remained on the same devices while in critical care. The devices were sequestered later and taken to biomed. The patient was then placed on a different set of devices for the duration of the stay. Although requested, there was no further information given regarding details of the event or patient impact.